Event description:
The following was reported to gore on (B)(6), 2025 from the imedidata study database: on (B)(6), 2025, this 78-year-old male patient underwent endovascular treatment as a planned endovascular procedure for an abdominal aortic aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis. The gore® devices were successfully navigated to the intended location and successfully deployed. It was reported that an accessory renal artery was intentionally covered with the device during this implant procedure in order to have a sufficient sealing zone. The right renal artery was partially covered by the end of the implant procedure. The sites were accessed percutaneously. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no additional procedures. On (B)(6), 2025, it was noted the patient had a right renal infarction. This event is noted to be on going and no treatment is currently planned at this point. This adverse event is related to the procedure. The physician is monitoring and awaits further development.

Manufacturer narrative:
Updated b5, g3. Updated h6: updated health effect - clinical code to e1305, e130501 is no longer applicable. Updated health effect - impact code to f15, f24 is no longer applicable. Updated medical device problem code to a150202, a24 is no longer applicable. Updated component code to g04122, g07001 is no longer applicable. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d11, d1001 and d1002, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The incident was caused by an intentional placement of the device in order to have a sufficient sealing zone.

Manufacturer narrative:
Product history review is ongoing. Engineering evaluation could not be performed as the device remains implanted. The initial reporter has been contacted in order to receive more information on the event and patient treatment. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on june 26, 2025 from the imedidata study database: on (B)(6) 2025, this 78-year-old male patient underwent endovascular treatment as a planned endovascular procedure for an abdominal aortic aneurysm. The patient was treated with a gore® excluder® conformable aaa endoprosthesis. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. Device catheters were successfully removed after successful access, delivery and deployment of the devices. There were no additional procedures. On (B)(6) 2025, it was noted the patient had a right renal infarction. This event is noted to be on going and no treatment was provided at this point. This adverse event is related to the procedure. No further information is provided.